Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a thoraco/esophagus, after the second fire with idrive, two pieces of yellow tab were found in the cavity; these were retrieved. Last patient's status: good. Operating time not extended. No additional tissue resection or damage: no. No bleeding.